Event description:
It was reported that there was a question on the telemetered battery voltage. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On 15-jul-2010, the telemetered battery voltage was 2.57 v while the daily battery trend reading was 2.92 v.

Event description:
It was reported that there was a question on the telemetered battery voltage. The device was later explanted and replaced due to elective replacement indicators (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. On (B)(4) 2010, the telemetered battery voltage was 2.57 v while the daily battery trend reading was 2.92 v. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.